Event description:
The report received from the affiliate states that the aviator balloon ruptured at 4 atmospheres. The physician commented that the rupture possibly occurred due to uplifted stent struts caused by the calcified vessel. The patient was a (B)(6) female. The target lesion was left internal carotid artery. Moderate calcification and no vessel tortuosity, the rate of stenosis was 80%. Approach was made from the right femoral artery with 8f britetip gc (str, cat/lot unk). After the target lesion was crossed with filterwire ez (B)(4), 10x40 precise stent (lot unk) was placed in the lesion. Aviator plus (complaint product) was delivered to the target lesion for post-dilatation but the balloon ruptured at 4atm. The device was changed to 5x30 jackal rx (B)(4) and the procedure was completed without patient injury. The physician commented that the rupture possibly occurred due to uplifted stent struts caused by the calcified vessel but it is unknown it the stent struts were observed really uplifted or not. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
The report received from the affiliate states that the aviator balloon ruptured at 4 atmospheres. The physician commented that the rupture possibly occurred due to uplifted stent struts caused by the calcified vessel. The patient was a 66 (B)(6) female. The target lesion was left internal carotid artery with moderate calcification, no tortuosity and an 80% stenosis. Approach was made from the right femoral artery and a precise stent was deployed. An aviator plus was delivered to the target lesion for post-dilatation but the balloon ruptured at 4 atmospheres. The device was changed and the procedure was completed. The physician commented that the rupture possibly occurred due to uplifted stent struts caused by the calcified vessel but it is unknown it the stent struts were actually observed uplifted. There was no adverse event and the patient is in stable condition. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2012-00091 and 9616099-2012-00092.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Concomitant devices: 8f britetip gc, filterwire ez (B)(6). Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2012-00091 and 9616099-2012-00092.